Event description:
I had kyphoplasty surgery on (B)(6) 2017 and as a result the cement went to my brain, lungs and fingers. I had 3 strokes following surgery. We feel the medtronic device used was faulty and allowed cement into my blood stream.